Event description:
The customer reported to olympus medical that the evis exera iii gastrointestinal videoscope had a warm distal end and the image relayed had a ring-shaped shadow. The device was returned to olympus medical for evaluation. The light guide lens was found to be dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Additional information about reprocessing practices has been requested from the customer. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, one of the reported issue was confirmed: the distal end was damaged and did not meet with electrical insulation standards. The device examination identified the following issues: switch button 1 had a pinhole; the light guide lens was cracked; the connecting tube was buckled; the air/water cylinder's color indicator was worn off; the scope cylinder's color indicator was worn off; the up/down knob was scratched; the plug unit was scratched; the bending section cover's adhesive was damaged causing component to fail electrical insulation standards; and the universal cord was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed dirt/foreign material on the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that the material could not be removed during cleaning /reprocessing due to the observed lens breakage/damage. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.